Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported failure to grasp the leaflets appears to be due to challenging patient anatomy in conjunction with procedural circumstances. The reported poor imaging appears to be due to challenging patient anatomy and tissue damage resulting in tricuspid regurgitation (tr) was due to procedural circumstances. A cause for the death could not be determined. However, the reported patient effects of tissue damage and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. It was reported that the procedure was used to treat tricuspid regurgitation. It should be noted that the intended use section of the mitraclip system IFU states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Since, the device was used for a tricuspid valve procedure, this is considered as off-label use of the device. It was determined that using the mitraclip on the tricuspid valve caused or contributed to the reported failure to grasp the leaflets. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with an unknown grade. Prior to the procedure, it noted the patient had previously underwent a bentall procedure. An xtr clip was inserted and grasping was performed. However, due to working in the tricuspid valve, imaging was very poor, resulting in an inability to grasp the leaflets. The clip was removed, but during removal, it was observed the posterior leaflet on the tricuspid valve had become torn. The torn leaflet resulted in an increased in tr. The procedure was discontinued, and the patient was transferred to the intensive care unit. Later in the day, the patient passed away due to unknown causes. No additional information was provided.